Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Medical records received 31 aug 2018. Records indicate patient received an attune tka. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component. The surgeon reported a tremendous amount of necrotic synovial tissue from within the medial lateral and suprapatellar pouches. He noted the patellar component was well secured and it was not revised. The surgeon reported the tibial component was completely loose within the cement mantle at the mantle to cement interface and was strongly adherent to the bone. The femoral component was not loose, though was revised. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2015. Dor: (B)(6) 2017, (right knee).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient code). Corrected: h6 (patient code). H6 patient code: no code available (3191) used to capture the insufficient information. Patient harm necrosis is being retracted since it was reported in error on this product.